Event description:
It was reported that during an unspecified procedure, stent damage occurred. A 2.25x32mm promus element plus was selected and advanced through a 0.014 kinetix guide wire to treat the target lesion but failed to cross the mid segment of the artery. After several maneuvers, the device was then removed and was noticed that several proximal stent struts were raised. The procedure was completed with another of the same device. No patient complications were reported a the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned was returned for evaluation. A visual and microscopic examination of the device noted stent damage. At the mid-section of the stent there was a slight kink causing struts on one row to become misaligned and pushed distally. Struts on the most distal row were flared and pushed outwards. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an unspecified procedure, stent damage occurred. A 2.25x32mm promus element plus was selected and advanced through a 0.014 kinetix guide wire to treat the target lesion but failed to cross the mid segment of the artery. After several maneuvers, the device was then removed and was noticed that several proximal stent struts were raised. The procedure was completed with another of the same device. No patient complications were reported a the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).